Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.2 experienced a failure in which the drawer became stuck and was difficult to close. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 got stuck and difficult to close. A field service engineer identified that drawer 5.1, an enhanced half-height cubie drawer on the main station, was producing a loud grinding noise during opening and was not extending far enough to expose the last row of cubies, replaced the drawer due to failed slides. The drawer passed acceptance testing successfully. The system functioned as intended after the field service engineer repaired the device.